Event description:
It was reported that an error code was received during commissioning. No further information is available. No reported patient consequence.

Manufacturer narrative:
Evaluation summary: the customer complaint has been verified and corrected. The vso was replaced to correct the complaint l4-005 error code. The unit was cleaned, serviced and passed all qa functional testing. Complaint information is trended on a regular basis to determine if further investigation is warranted.